Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. The catalog number is not known at this time, therefore the gtin and 510k number are unknown. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device arced.

Event description:
It was reported that the device arced.

Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause: probe short, button stuck on firing position, fluid ingress, suction tube cut, button inadvertently pressed, damaged insulation, probe bender used to bend nonbendable probe, user accidentally submerges device, inadequate gluing operations (tip and core/lumen) or inadequate gluing/welding of core to handle console error. Use error. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known. H3 other text : 81.